Manufacturer narrative:
The local area field representative was contacted for additional information. The patient remains on antibiotics and there are no plans for system extraction. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed an infection. Antibiotics were administered. No additional adverse patient effects were reported.